Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
The customer reported that the isolette c2000 incubator did not reach the set humidity value during use. The patient was premature at 34+6 weeks and admitted to the neonatal unit on (B)(6)2024 to receive incubation, ECG monitoring, and intravenous nutrition. The incubator was set to 34celsius in temperature, and 70% humidity. The humidity did not reach the set value, and a new incubator was brought in. There was reported to be no adverse patient impact or death.

Manufacturer narrative:
The incubator had to be swapped to continue with patient care. There was no report of patient injury and there was no delay in patient care as a result of this issue. Additional information was requested from the customer, and it was confirmed that the c2000 temperature did reach the set value, but the humidity value only reached 50%. There were no alarms at the time of the event. It was also confirmed that the device was used with sterile water, the water level was adequate, and all access ports were closed per the manufacturer's specifications. However, the additional information provided by the customer was unclear as to whether the device passed the pre-operational check out procedure prior to clinical use. A draeger service engineer inspected the device and confirmed the strength of the humidification system was not sufficient. The humidifier module was replaced. Following the replacement, the equipment was inspected and passed all functional testing, and the issue was confirmed to be resolved. The instructions for use (IFU) informs the user to perform the functional checkout procedure before the incubator is placed into service. Additionally, the IFU warns the user to not use the device if it fails to function as described in the functional checkout procedure. The issue was identified to be related to a defective humidifier module.

Event description:
The customer reported that the isolette c2000 incubator did not reach the set humidity value during use. The patient was premature at 34+6 weeks and admitted to the neonatal unit on (B)(6) 2024 to receive incubation, ECG monitoring, and intravenous nutrition. The incubator was set to 34celsius in temperature, and 70% humidity. The humidity did not reach the set value, and a new incubator was brought in. There was reported to be no adverse patient impact or death.